Manufacturer narrative:
The subject (patient) received 200 mg of colloss e in a european post-marketing surveillance study. According to the u.s. Instructions for use, a minimum of 40 mg of colloss e should be used to generate 1 cm3 bone tissue. The u.s. Instructions for use further provide that the dosage may be elevated in certain cases. Based on current usage in the u.s., dosage in the u.s. Rarely reaches the level of dosage in the u.s. Rarely reaches the level of dosage administered in the post-market surveillance study. The study application was open-wedge high tibial osteotomy (hto). This MDR is for an adverse event experienced by the subject (tension blisters, marked haematoma with swelling of the whole leg, limitation of movement and pain). The instructions for use provide that use of the device may be associated with edema (i.e, edema, seroma, swelling, and/or haematoma), but ossacur ag does not believe that edema constitutes a reportable event because it is not a serious injury. On may 2, 2007, ossacur received a final statistical report from the biostatistician/cro for the hto study (version 2.1 dated and electronically signed on may 1, 2007). Relevant findings from the report are summarized below. The study was conducted from 2005 to 2006 in europe, comparing colloss e used with tomofix device against controls that only received the tomofix device after open-wedge hto. Tomofix is a metal device used to provide stable fixation of osteotomies during the healing process. The primary endpoint of the study was the amount of regenerative tissue in the osteotomy defect two weeks postoperatively. Follow-up was conducted at 2 wks., 6 wks., 3 mos., and 6 mos. The study was comprised of 49 subjects, 23 of which were in the colloss e group. The initial study sample size was estimated to be 128 subjects (64 subjects in each arm). The study was terminated early due to reaching statistical significance on the primary endpoint and investigator concern regarding local edema (i.e., edema, seroma, swelling, and/or haematoma) in subjects who received colloss e. The final statistical report from the study biostatistician/cro states that post-surgical local complications occurring during the follow-up were statistically significantly more common in the colloss e group than in the control group. Statistical significance was reached for clinically significant local edema (i.e., edema, seroma, swelling, and/or haematoma). While ossacur does not believe this finding meets the threshold for MDR reporting, ossacur wanted FDA to have complete information on these study results. Some incidents of edema are expected, however, and edema is identified in the colloss e IFU as a possible adverse reaction. Ossacur continues to assess the incidents of edema and will provide an update to this MDR if any new information acquired during its review of these events. Per the statistical report from the study biostatistician/cro, the subject in this MDR did have an occurrence of edema (reported as haematoma, swelling) at the time of initial hospitalization. Immunological tests were performed on subject blood samples by means of two specially developed, non-standard, non validated elisa tests. The significance and validity of the results are unclear. Ossacur is investigating the results further at this time. As part of this investigation, ossacur has scheduled a panel meeting with scientific and clinical immunological experts on june 5, 2007. Ossacur will provide an update to this MDR based on the panel conclusions and recommendations. Per statistical data from the study biostatistician/cro, the subject in this MDR experienced a positive elisa test. Ossacur has taken additional precautionary actions regarding the initial local edema and immunology findings: ceased distribution of the device in the united states until after the panel conclusions and recommendations; and provided notification of the hto study findings to the sole hospital site using colloss e in the united states and requested that the site discontinue use of colloss e until further notification. The site has indicated that it has indicated that it has not experienced edema, seroma, swelling, and/or haematoma when using the device at a lower dosage. The second lot # 1103-11a-1 and expiration date 02/28/2007. Manufacture date is 04/2005.

Event description:
Medical open-wedge high tibial osteotomy (hto) study (post-market surveillance) sponsored by ossacur ag in europe. Adverse event hto-surgery: 2005. Adverse event assumed: 3 days later. Tension blistered developed in the left leg postoperatively, as well as a marked haematoma with swelling of the whole leg. Limitation of movement and pain. Outcome of patient: recovered without damage. Significant improvement of symptoms as well as healing of tension blisters achieved with bed rest, icing, dedicated leg elevation and silver sulfadiazin therapy.